Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level. The customer could not recall the lowest bg experienced; customer was only able to recall a bg of 141 mg/dl. Bg was addressed via intravenous saline. Reportedly, the customer left the ER 7 hours later with the issue resolved and no permanent damage. The customer alleged the pump was not delivering insulin as intended; however, this could not be confirmed as customer declined to upload pump data for review by tandem technical support.